Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The lead was returned without a reported event. As received, only the connector portion of the lead was received in one piece for analysis. Final analysis found, that the lead had a full breach insulation degradation exposing the outer coil adjacent to the connector boot through visual inspection. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. Degradation was adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.